Manufacturer narrative:
Weight- unknown. Ethnicity - unknown. Race - unknown. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -5.5/2.0/082 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2023 from patient's right eye (od) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).